Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with blood in the urine. During revision surgery, the physician confirmed that there were no device malfunctions and that the cuff had eroded into the urethra; therefore, the entire device was explanted, and no further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Erosion, and hematuria were defined in the product risk documentation. The reported patient symptoms of erosion and hematuria are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with blood in the urine. During revision surgery, the physician confirmed that there were no device malfunctions and that the cuff had eroded into the urethra; therefore, the entire device was explanted, and no further patient complications were reported.